Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose over 600 mg/dl. The customer had been up all night trying to bring down the blood glucose. The customer was treating with boluses from the insulin pump and stated that it did not bring the blood glucose down enough. The customer also reported unexplained high blood glucose that occurred on and off for a month, starting (B)(6) 2015. The customer's doctor changed the basal rates but the customer still had issues with the bolus not bringing down the blood glucose. The doctor switched the customer to a different infusion set, but that did not help. The customer has been on manual injections since then. The drive support cap appeared normal and recessed and the customer fills the reservoir properly but stated a no delivery alarm occurs during the fill tubing process. The customer declined the high pressure test. The customer was advised that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.